Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During review of the alarm log of the homechoice (hc) machine, the technical service representative (tsr) found that several system error 2240 (air in line) alarms had occurred. The tsr explained to the home patient (hp)'s caregiver (cg) that when hp starts therapy or needs to get off of therapy or disconnects to use restroom during the night, the cg might need to assist hp in this process. The hc did not need to be swapped out. Proper procedures per the user manual were reviewed with the hp. There was patient involvement. No further infomation is known regarding the alarms.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.